Manufacturer narrative:
Company representative evaluated the unit. Corrections included reseating the hose, replacement of the noisy pump, adjustment of the power supplies, and gas calibration. Unit was tested, calibrated and safety checked unit to factory specs.

Event description:
Customer reported issue with the gas module ii having an error message, which may have resulted in loss of gas monitoring. No patient injury was reported.